Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded tip of the impactor has come loose, but is still attached.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the cross pin intended to support the threaded tip within the shaft of the impactor fractured through the weld with the shaft. A hardness test was conducted and found to be within the drawing requirements. No evidence of material or manufacturing defects was observed that could have contributed to the failure of the pin. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.